Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was in emergency room due to hyperglycemia. The customer blood glucose level was 600 mg/dl at the time of incident. The customer was assisted with troubleshooting. Customer reports they did not contact their health care professional for us to get the recommended amount for their insulin. Customer experienced symptoms such as nausea. Customer stated that they woke up in the middle of the night as she was feeling thirsty and high blood glucose. The insulin pump will not be returned for analysis.